Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. It was reported that the battery cap had never been changed since the pump was new in 07/2012. The user guide instructs that the battery cap should be changed every 3-6 months. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the battery cap appeared to be stripped with noted corrosion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.